Event description:
Customer claims that the unit power is intermittent. Customer inserted new batteries into the alarm and it powered on. When the unit was re-tested a second time, there was no power. There was no pt injury reported.

Manufacturer narrative:
(B) (4). Eval of the returned product shows that the alarm has no power. The alarm unit battery springs are bent. (B) (4).